Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion from the mid to distal left anterior descending (lad) artery. A 2.0 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully for pre-dilatation; however, the balloon ruptured during the first inflation at 12 atmospheres. A non-abbott bdc was used and the procedure was completed after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.